Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post lead implant procedure, post lead interrogation, lv lead dislodgment was determined. Lead repositioning was performed. Lead was explanted and a new lead was implanted. Patient was stable.